Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant, using a 12f amulet delivery sheath. During implant, the 22mm occluder was determined to be the wrong size. The device was removed, and a replacement 25mm amplatzer amulet laa occluder was chosen to complete the procedure. During the exchange of the devices, a small filament clot was observed on the tip of the guidewire. The patient¿s activated clot time (act) was above 300 throughout the procedure. More heparin was administered, and the procedure was continued with the deployment of the replacement device. The patient was reported to be stable. There was no clinically significant delay in the procedure and no adverse patient sequelae.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that during implant, the 22mm occluder was determined to be the wrong size. The device was removed, and a replacement 25mm amplatzer amulet laa occluder was chosen to complete the procedure. During the exchange of the devices, a small filament clot was observed on the tip of the guidewire. The patient¿s activated clot time (act) was above 300 throughout the procedure. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.